Manufacturer narrative:
The customer contacted siemens customer call center and reported discordant, falsely low creatinine and total bilirubin results obtained on an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the dilution pipetting probe (dpp) to dilution tray (dtt) probe alignment was out. The probe was catching on the side of the dtt cuvette. The cse performed routine dpp alignments and a system wash (cuvettes cleaning). Quality control checks were performed and passed with no further errors. Siemens concluded that the cause of the short sampling was the misalignment of the dpp probe. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A customer reported discordant, falsely low creatinine and total bilirubin results using an advia chemistry xpt instrument. The initial discordant results were not reported to the physician(s). Repeat samples were repeated on an alternate advia chemistry xpt instrument, resulting in higher values. The repeat results were reported, as the correct result, to the physician(s). The customer was not able to provide the specific patient data for the patient impacted. There are no reports of patient intervention or adverse health consequences due to this event.